Event description:
The MFR's rep reported that, the pt came into the office experiencing increased pain. The pump was interrogated and a motor stall message was rec'd. The event logs were checked, and a "motor stall" message was noted, and a "pump stopped period may exceed tube set" message 2 days later; however, when interrogated a second time there was no "pump duration exceeded 48 hrs" message. There was also no message in the event log indicating that the motor stall had recovered. The pt stated, he heard his pump alarm on friday, but the logs stated the motor stall occurred on saturday. The pt works around car parts/motors, but was not around them on saturday, when the motor stall message occurred. The pt has not had any procedures that would account for a motor stall. It was reported that the pump was infusing baclofen morphine, prialt, fentanyl and marcin; the concentrations and rate were not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.